Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.h4: part # 03.130.202s. Lot # 7l59538. Release to warehouse date: 01 dec 2020. Expiration date: 01 dec 2030. Supplier: fruh ag. No ncr's were generated during production. Non-sterile. Part # 03.130.202. Lot # f-30943. Release to warehouse date: 26 sep 2020. Supplier: sphinx ag. No ncr"s were generated during production. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021, the drill bit broke and remained in the fourth metacarpal during drilling. The fragment could be removed from the bone, no residue was confirmed on the image, and the cross section of the tip and root part matched causing no patient consequences,. The cause of the breakage was the drill in a distorted state via the sleeve. Concomitant device: unknown sleeve (part# unknown, lot# unknown, quantity 1). This report is for one (1) 1.1mm drill bit/mqc for threaded hole/56mm this is report 1 of 1 for (B)(4).